Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested with roche cardiac troponin t test strips on cobas h 232 analyzer serial number (B)(4). The cobas h 232 analyzer is not released for distribution in the united states, nor is it like or similar to a product released for distribution in the united states. On (B)(6) 2018, a sample from the patient was tested using the cobas h 232 analyzer, resulting with a troponin t value of 61 ng/l. The sample was repeated on a cobas 8000 e 801 module, resulting with a troponin t value of < 5 ng/l. On (B)(6) 2019, a sample from the patient was tested using the cobas h 232 analyzer, resulting with a troponin t value of 58 ng/l. The sample was repeated on the e 801 analyzer, resulting with a troponin t value of < 5 ng/l. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation.

Manufacturer narrative:
The customer¿s h232 analyzer was returned for investigation. The customer¿s test strips were requested, but not received. The customer sent the patient sample to the manufacturer for investigation. The investigation results showed no irregularities. No issues were observed with the sample from anti-interference testing. The customer¿s instrument did not show any malfunction. The investigation did not identify a product problem. The cause of the event could not be determined.